Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. Based on the clinical account, the root cause of the ventricle perforation is a use issue. It is noted that the surgeon lifted the heart to perform a vsd closure, which caused the perforation.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 74-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The 5.5 was placed and team discussed appropriate placement for the 5.5 to avoid any perforation,. Left ventricle perforation was then noted and quickly repaired using pledget sutures x2 and a pericardial patch. No blood products needed during repair and vitals stable. The perforation was thought to be caused by a surgeon lifting the heart. The patient expired in the ICU due to the complications from the bypass. The death was not related to the device.